Event description:
Information was received indicating a "no disposable clamp tubing" message alarmed on a smiths medical cadd-legacy® plus pump. The pump was then stopped but would not restart leading to cartridge change out and restarting. Subsequently, the pump over delivered following starting the pump. There were no adverse effects reported.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in damaged condition. The pump was powered on pump, attached a cassette test pump, and was visual inspected. Delivery accuracy tests revealed that the pump was within the control limit specification of +/- 3% and well within the published specification of +/-6%. The pump was noted to work as programmed. No disposable was noted on the review of the device history log. Visual inspection revealed that the front and rear housings were damaged. Based on the evidence, the complaint could not be confirmed and the root cause is unknown at this time.